Manufacturer narrative:
One new sample was received for inspection and no defects or anomalies noted. An ICU medical provided spiros was connected to each chemoclave and fluid was infused. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. There were no restrictions in flow. There were no stick downs after disconnection. The bag spike was leak tested. There was no leakage. The reported complaint could not be replicated or confirmed. Without the return of the used device, a comprehensive failure investigation cannot be conducted.

Event description:
The event involved a chemoclave¿ bag spike with additive port, chemoclave¿ that when rn went into the room during handoff and cytarabine was infusing and noted that there was chemo leaking around the bag so that the tubing and channels were wet. The infusion was stopped and discarded the bag. There was delay in care and leakage from cstds. There were patient involvement and no patient harm, and the event occurred during infusion.